Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. A portion of the blue insulating powder coating was melted and there was mechanical damage evidenced by deep scratches and gouges. The aspirating pathway was also found to be occluded. Based on the observed condition of the device the complainant's event was likely caused by a lack of insulation from user mechanical damage to the device such as hitting the device with another device. Additionally, an occluded aspiration pathway can lead to elevated temperatures and melting of the device insulation. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the blue coating flaked off and stayed in the patient's joint.